Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer reloaded cartridge during call due to another case issue and resumed insulin therapy.